Manufacturer narrative:
Service inspected the alinity I processing module and found the sample and r2 syringes leaking. The parts were replaced, which resolved the issue. Issue resolution was verified with passing quality controls and precision runs. Instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues that may have contributed to the issue. A review of trending data associated with the syringe assy did not identify any trends. A review of tracking and trending for the alinity I processing module did not identify any trends with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the instrument part and complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, sn (B)(6), or the instrument part.

Event description:
The customer observed false positive alinity I hs troponin results generated on an alinity I processing module for two patients. The following data was provided (reference range female </= 14 ng/l, male </= 35 ng/l): (B)(6) 2026 sid (B)(6) (82-year-old female) initial result with lot 80172ud00 = 64 ng/l, repeat result = 4 ng/l. (B)(6) 2025 sid (B)(6) (79-year-old male) initial result with lot 79331ud00 = 513 ng/l, repeat results = 16 ng/l and 14.7 ng/l. There was no impact to patient management.

Event description:
The customer observed false positive alinity I hs troponin results generated on an alinity I processing module for two patients. The following data was provided (reference range female </= 14 ng/l, male </= 35 ng/l): on (B)(6) 2026 sid (B)(6) (82-year-old female) initial result with lot 80172ud00 = 64 ng/l, repeat result = 4 ng/l. On (B)(6) 2025 sid (B)(6) (79-year-old male) initial result with lot 79331ud00 = 513 ng/l, repeat results = 16 ng/l and 14.7 ng/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.